Manufacturer narrative:
Results: while flushing with the decontaminate solution, a leak was noted at the beginning of the spiral cut section of the hypotube strain relief. There is a bend in the proximal section of the shaft, at the beginning of the spiral cut section of the hypotube strain relief. A 0.054" mandrel was inserted into the hub and advanced distally. A minor bit of friction was felt as the tip passed the bend but the mandrel was able to advance easily to and through the distal tip of the catheter. The mandrel was withdrawn and inserted into the distal tip of the catheter. A rhv was used to seal the distal tip of the catheter against the mandrel. A 50 ml syringe was filled with air, attached to the hub end of the catheter and the plunger was depressed. Air could be felt leaking out of the catheter at the bend location. Conclusion: the leak noted in the complaint is confirmed, but was not due to a pinhole. The leak was due to a bend in the hypotube strain relief. At some point during the handling of the catheter, the proximal shaft was bent too sharply causing a small break in the catheter material. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The catheter was indwelling at the site of the clot and the physician noticed that he was not getting a sufficient amount of aspiration. The physician stated that he went to flush the catheter and noticed a "pin hole" leak in the catheter. He removed the catheter and completed the procedure with another catheter. The physician stated that he may have created this leak, but wasn't sure. The physician also stated that the patient was not injured nor was the patient's condition affected by this event.